Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited error 41100. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the dso (downstream occlusion sensor) seal had a bubble. The customer stated problem was duplicated. Error code 41100 appeared at start up. The software will be reloaded during the pm procedure for the issue. Reloaded the software and that cleared up the problem. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.